Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced severe and permanent injuries and pain and suffering. No other info is available.